Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported when the central control monitor was powered on, a white blank screen displayed. This issue occurred several times. After the fifth time, the user rebooted the system which resolved the issue. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.